Event description:
It was reported that during an implant attempt the lead could not be positioned in an acceptable location to capture the right ventricle when pacing, to achieve adequate sensing performance, or to obtain stable lead impedance measurements. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis.